Manufacturer narrative:
During testing and repair at the service center, the unit has low o2 or yellow light. This was due to leaking valve that led to the malfunction.

Event description:
Provider states, check valve is leaking.